Manufacturer narrative:
The palmaz genesis peripheral stent on opta pro .035 delivery system was used, and in the process of delivery, the stent unloaded in the long sheath. No patient injury was reported. The intended procedure was a stent implantation in the subclavian artery. The target lesion vessel diameter was 8.4mm. The lesion had seventy-percent stenosis and was not calcified. There were no kinks or other damages noted prior to inserting the product into the patient. There was resistance experienced while passing the stent deployment system through the guiding catheter. There was no difficulty advancing the device through the vessel. One attempt was made to withdraw the stent deployment system with the stent on the balloon. The device was never in an acute bend. The stent was successfully removed and no piece of the stent or stent deployment system remained in the patient. The operation was completed after replaced with a new unknown device. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device prepped normally. The product was returned for analysis. A non-sterile unit of product sds genesis .035 9.0x25 135cm stent delivery system (sds) was returned. Product was remove from the plastic bag to do a first visual inspection without any optical magnifying. Per visual analysis the balloon had not been inflated. The stent was returned out of its original position moved toward the distal tip. No other damages or anomalies were noted. Per microscopic analysis the stent struts marks were observed on the balloon. This indicates that the device complied with the stent crimp process. Per functional analysis the sds was flushed with water prior to the evaluation. A syringe was attached (filled with water) at the luer hub and flushed and the water flowed through normally and out by the distal tip. No resistance or obstruction was noted during the flushing test. A lab sample guidewire of the appropriate size was inserted into the wire lumen through the distal tip, until it could be viewed outside of the hub. The lab sample guidewire was withdrawn from the catheter. No anomalies were noted. The sds (with the guidewire inside) was inserted into a lab sample csi (catheter sheath introducer) by the cap and they were introduced as a single unit completely into the cannula. Then both parts were withdrawn completely from the csi. No anomalies were noted. Per dimensional analysis product was within specification. A product history record (phr) review of lot 17709585 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged within guiding catheter/sheath¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event. Stent strut crimp marks were noted on the balloon during analysis. The reported ¿stent delivery system - resistance/friction outer body¿ was not confirmed by analysis of the returned device as functional and dimensional analysis was performed successfully. The device performed as intended. The exact cause of the event could not be determined during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the events experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 17709585 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, the palmaz genesis peripheral stent on opta pro .035 delivery system was used, and in the process of delivery, the stent unloaded in the long sheath. No patient injury was reported. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device prepped normally. The intended procedure was a stent implantation in the subclavian artery. The target lesion vessel diameter was 8.4mm. The lesion had seventy-percent stenosis and was not calcified. There were no kinks or other damages noted prior to inserting the product into the patient. There was resistance experienced while passing the stent deployment system through the guiding catheter. There was no difficulty advancing the device through the vessel. One attempt was made to withdraw the stent deployment system with the stent on the balloon. The device was never in an acute bend. The stent was successfully removed and no piece of the stent or stent deployment system remained in the patient. The operation was completed after replaced with a new unknown device. The device will be returned for evaluation.